Manufacturer narrative:
Unable to prime during prime/compromised force sensor system alarm test and motor error alarmed during occlusion test due to faulty force sensor resistor. Motor tested ok. Insulin pump passed displacement test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm during a set change. Alarm was resolved by a set change. Customer's blood glucose was 457 mg/dl. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.